Manufacturer narrative:
Concomitant medical products: pm2110 ipg, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited oversensing of noise. The rv lead also exhibited pauses. Both the ra and rv leads were capped and replaced. No further patient complications have been reported as a result of this event.